Event description:
Information received indicates the pump had experienced ec45.

Manufacturer narrative:
Investigation found that pump had experienced error code 45. New pump software was installed. (B)(4).